Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) display was not visible and screen was jumping. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the reported failure. The fse checked the machine and observed it to be working with no display issues when tested with balloon. The fse suspected a display to video receiver cable issue for the intermittent issue and would need replacement. On a later date, the fse replaced the display to video receiver cable and checked functionality of device. It was handed over in working condition.